Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The surgeon was performing a partial knee arthroplasty using the robotic arm interactive orthopedic system (rio) when the black magnet fell off, causing the handpiece to stop working.

Manufacturer narrative:
Reported event: the magnet for the pka end effector was found missing during a case. Foot control was used to complete the case and there was a 5 minute delay. Device history review: review of device history records show 62 of 63 devices were accepted into final stock on 07/12/2016. The unaccepted part (sn (B)(4)) was dispositioned per qt 16-07-0026 and the nonconformance is unrelated to the failure in this investigation. Device evaluation and results: visual inspection shows a missing magnet. The failure is confirmed. Complaint history review: a review of complaints in trackwise related to p/n 111758, l/n 19470615 shows no complaints related to the failure in this investigation. Tracking of complaints related to the 111758 part number will be tracked through trend request #864. Conclusions: the failure was confirmed. The magnet was found missing. Corrective action / preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
The surgeon was performing a partial knee arthroplasty using the robotic arm interactive orthopedic system (rio) when the black magnet fell off, causing the handpiece to stop working.